Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-apr-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen 3000 mcg/ml; 665 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2017. It was reported the patient developed a large seroma in the pump pocket. The hcp was extracting up to 400 cc¿s of fluid from the pump pocket due to the seroma. At the time of the catheter revision, a lot of clear fluid was observed after an incision was made in the pump pocket. The catheter was completely disconnected from the pump. The hcp revised the pump segment using an 8596sc. After connecting the new piece, the catheter was found to be patent. The catheter was connected to the pump and aspirated over a cc from the side port. Omnipaque dye confirmed intrathecal drug delivery from the tip of the catheter. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight was (B)(6) pounds. Medical history is transverse myelitis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of catheter disconnect was not determined. The date of the catheter revision was (B)(6) 2019. The catheter would not returned for analysis. No further complications were reported.